Event description:
Received information stating patient was experiencing low bg's. Reporter is unsure if patient was hospitalized.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.